Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing production documents and the returned device data. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The returned device data were analyzed. The device status eri was confirmed. The battery voltage was then checked in regard to the charge drawn from the battery, which turned out not to be as expected. Biotronik has informed the physician about this analysis result, who will decide based on the individual circumstances and the medical evaluation of the patient whether the device will be exchanged. If additional relevant information or the device itself should become available, this report will be updated, and you will be informed accordingly.

Event description:
After an implantation period of approx. 26 months, it was reported that the device shows the eri status.

Manufacturer narrative:
This device was explanted on (B)(6) 2020. Prior to the analysis of the device, the quality documents accompanying the manufacturing process of this ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The ICD underwent a status interrogation, and the device memory was analyzed. The device status was eri, 11 charge processes had been documented. The charge drawn from the battery was checked. The check indicated a discharge of the battery that did not meet expectations. The current uptake of the device was then checked, which proved to be inconspicuous. And additionally performed long-term study of the current uptake also showed no anomalies. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time was as expected. The ICD was then opened. The visual inspection of the internal structure showed no anomalies. The battery voltage was measured. The measurement confirmed that the battery discharge was not as expected. The battery was returned to the manufacturer of the battery for an extensive analysis. The production documents of the battery were reviewed and showed that there was no deviation of the battery parameters from the specified values during the manufacturing process. The battery was opened and visually inspected. During the visual inspection, the lithium plating phenomenon was detected. This enabled an increased battery-internal self-discharge, which contributed to a premature battery depletion. Please note that this ICD is affected by a corrective action, bio-lqc, introduced in march 2021.